Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results - the logic device with serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition of unspecified bone erosion as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on 7 aug 2015 and then approximately 7 years, 5 months later they had a revision surgical procedure on (B)(6) 2023. Revision operative report of (B)(6) 2023 -failed left total knee arthroplasty. Patient revised to competitor¿s devices. Indication: patient was seen in the office with a failed left knee refractory to conservative managements. Imaging was consistent with failed left knee arthroplasty. Procedure: a thorough synovectomy was preformed, and cultures were sent. Implant removal-femoral removed, type f3 bone loss was present with significant erosion of both medial and lateral condyles, comprising collateral stability. Tibia, removed, type t3 bone loss was present with complete violation of the lateral and anterolateral tibial cortex. Trials were conducted, new devices were implanted. Dressings were applied, the patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.